Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing anastomosis in a transanal total mesorectal excision, the surgeon has noted that tissue of the donuts and the staple line were okay. Four days later, the patient developed a dehiscence and had to be reoperated. There was a tissue damage as a result of the product problem and the event lead to extended patient hospitalization of 1 week.